Event description:
It was reported that during a colon resection procedure, the entire white pad came off of the device. No piece fell into the patient. They used a second like device to complete the case. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 07/02/2008. Tissue pad issue. Eval summary - the analysis results found that the device was returned with the tissue pad missing. As the tissue pad was not returned, further evaluation could not be performed. The batch record was reviewed and no anomalies were noted during the manufacturing process.